Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. Per tandem user guide: do not reuse insulin. Reuse of insulin may result in an inaccurate display of the insulin level on the home screen. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. The customer changed supplies and resumed insulin therapy. The customer's blood glucose level was 486 mg/dl. Reportedly, the customer was using cold insulin and was reusing insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.